Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unspecified complications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction surgery with a 350cc mentor memorygel breast implant experienced unspecified left sided complications post procedure. Patient also has a history of breast cancer. As a result, patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on 6/24/2020, clarification impacted device is a 700cc mentor memorygel breast implant, catalog: 3507004bc. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on 7/15/2020, that statement 'since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate." Was erroneously submitted in follow up report 2. The investigation of the returned device was completed by the failure analysis lab on 7/14/2020. Device evaluation summary: according to the information received, the patient underwent explantation as a result of some unspecified adverse event. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).